Manufacturer narrative:
The complaint investigation for alinity I syphilis tp reagent lot number 73539be01 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. In-house testing of a retained reagent kit of the lot 73538be00 which contains the same bulk reagent as the complaint lot 73539be01 was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. Device history review did not identify issues associated with the customer¿s observation. Labeling review concludes that the issue is adequately addressed. Based on our investigation, no systemic issue or deficiency was identified with the alinity I syphilis tp reagent, lot number 73539be01.

Event description:
The customer observed false nonreactive alinity I syphilis results for one patient. The following results were provided: initial alinity I syphilis result was 0.89 s/co, retest result was 0.9 s/co. Colloidal gold was positive, and roche platform was positive (3.69). The patient's test result on june 10th, using the abbott platform was 1.26 s/co, and the roche platform result was 6.29. The customer confirmed that the alinity result was not reported to clinicians. No impact to patient management was reported.

Event description:
The customer observed false nonreactive alinity I syphilis results for one patient. The following results were provided: initial alinity I syphilis result was 0.89 s/co, retest result was 0.9 s/co. Colloidal gold was positive, and roche platform was positive (3.69). The patient's test result on june 10th, using the abbott platform was 1.26 s/co, and the roche platform result was 6.29. The customer confirmed that the alinity result was not reported to clinicians. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 07p60-77 that has a similar product distributed in the us, list number 7p60-21 / 31, with 510k/PMA/bla number k153730. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.